Event description:
It was reported that the patient experienced a loss of stimulation. The physician performed an impedance check on the implantable neurostimulator (ins) system which showed values >40,000 ohms on all electrode combinations. On (B)(6), 2012, after disconnecting the adaptor, impedances were checked using the snap lid cable accessory showed >40,000 ohms for all electrodes and for the therapy impedances which indicated a problem with the adaptor and/or lead. The ins was explanted at this time. On (B)(6), 2012, the lead and adaptor were explanted and a new ins, lead, and adaptor were implanted. It was noted that the explanted lead and adaptor were discarded at the time of surgery and were unavailable for analysis

Event description:
Additional information was reported that the patient had appropriate stimulation and impedance showed good.

Manufacturer narrative:
Product ID 3778-45, lot# v666360015, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product typ lead product ID 3708140, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product typ extension product ID 3550-29, product typ accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the device, model #37702, serial #(B)(4), found no anomalies. Analysis of the accessory kit plug and boot, model #3550-29, found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.